Event description:
I have been to the hospital over and over since 2008 when I originally had the essure coils implanted. I have had three miscarriages and periods lasting as long as 3-4 weeks. I have had several months where I have had two and three periods. I have extreme pain in my lower abdomen and back constantly. It has become unbearable to have intercourse. I want those coils removed before anything worse occurs. I also have a nickel allergy and it was not disclosed to me that the coils had nickel, causing me to break out in rashes.